Event description:
Gynecare prolift mesh. On (B)(6) 2007, I had a posterior prolift using the prolift mesh. Early in 2008, I started bleeding from the vagina and the mesh was starting to protrude through the skin. After several times of trimming the exposed mesh, the doctor said I had to have surgery to repair the mesh. On (B)(6) 2008, and again on (B)(6) 2010, I had surgery to repair the mesh. None of these surgeries did any good. Now I am bleeding constantly and I'm in pain and very uncomfortable.